Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
The trial patient reported that she could tell her trial, which began the day prior to this report, was working because she was getting therapeutic effect. However, she was no longer feeling stimulation on her left side. Therapy was noted to be on. She had tried increasing stimulation and was still not feeling it. She increased all the way to 8.1 during the call and was still not feeling it. No trauma/falls were related. She was redirected to her healthcare provider (hcp) and it was noted she was going back on tuesday to check in. She was currently on the left side and wondered if she should change to the right side. It was reviewed to discuss this with her hcp. It was also noted that her husband checked the connection site and the lead appeared to be secure. This was noted to be sudden. Additional information received from the hcp in response to follow-up reported that the cause of the lack of stimulation on the left side was lead migration. The lead was removed and the patient was going to get a permanent implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.